Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal was delaminated. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During visual inspection it was found that the downstream occlusion (dso) seal was delaminated. It was also found that the battery compartment contacts were corroded. The dso seal was replaced.